Manufacturer narrative:
(B)(4). Unknown, unknown cup, unknown, unknown, unknown liner, unknown, unknown, unknown stem, unknown. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02906.

Event description:
It was reported that the patient underwent a hip arthroplasty revision due to acetabular loosening. During the revision, trunnionosis was noted, and the surgeon believes turnnionosis was a contributing factor for revision. Head and taper were noted to be damaged. Head was replaced. No other information was provided.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint was confirmed based on the images provided. No product was returned since it was discarded. The photographs confirm the presence of black debris within the taper. No further evaluation can be performed using the photographs provided. The device history records were reviewed for deviations and/or anomalies. No deviations or anomalies were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.